Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. No additional information was provided and troubleshooting was not completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2014-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to be cracked. Unrelated to the complaint, the battery cap threads were damage. The battery cap was unable to properly secure to the pump. A test cap was unable to properly secure to the pump. There was no damage or defect observed to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.